Event description:
Customer reported that the insulin pump alarmed for a button error and that the buttons became unresponsive. The blood glucose reading was 160 mg/dl. Customer did not recall any significant event leading to this alarm. She stated that the insulin pump was cracked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had motor error alarm during rewind due to corroded motor home switch. The unit had cracked lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.